Manufacturer narrative:
The patient is reported to have a history of the body rejecting implanted devices and it is unknown if that history played any role in the ipg migration experienced with the nalu device. The patient is also reported to have experienced an extreme amount of swelling after implanting the nalu device and required an extended period for healing and before activating the system. The patient appears to have been fully compliant with the post-implant recovery instructions and there is no indication that patient activity caused or contributed to device migration. Investigation seems to indicate that the patient's reaction to the surgical procedure, specifically the reportedly extreme swelling, may have led to device migration. The swelling reported and additional fluid around the area of the implant likely caused the tissue to become unstable and thus the ipg rotated. There are no reports from nalu field personnel around any type of user error while implanting the device and there are no allegations of any system or component failure or malfunction.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2025 to treat lower back and lower extremity pain. The implantable pulse generator (ipg) was placed in the lower back/flank area with the leads targeting the lumbar nerve. Intra-operative testing returned all good results. Approximately 4 weeks after implanting the system the patient began to experience connectivity issues between the ipg and the external therapy discs. Manual palpation of the ipg found that it had migrated within the pocket so that it no longer sat flat and parallel to the skin surface. An abdominal binder was issued to the patient to encourage the ipg to lay flat and provide stability while scar tissue formed but was not successful and the ipg remained rotated. On (B)(6) 2025 a surgical revision was performed to place a new ipg in a new pocket at a lower location and position the existing leads slightly lower to better address the patient's reported foot pain. The system has since been activated and the patient reports good therapy.